Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced high blood glucose of 560 mg/dl. The customer was treated for the high blood glucose with an insulin pen. The customer, father stated that he found small air bubbles in the reservoir. The customer was assisted with trouble shooting and was advised to change the infusion set and to monitor the pump for any future issues. No further information was provided.